Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had some cracks in it and pieces missing. Customer stated that it starts at the battery cap and goes into the screen and also had one in the pump reservoir window to the screen. The blood glucose was 278 mg/dl. The customer reported that, the battery and reservoir compartment was damaged. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. Device received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.